Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this lead exhibited rising impedance measurements and during the explant of the device for normal battery depletion, this lead was found to be fractured. The lead was abandoned and replaced. To date, there have been no additional adverse patient effects reported.